Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the team had a difficult time with 14f esheath plus. The team changed wire to a lunderquist and put propofol on the sheath and had success finally. The valve and delivery system was extremely difficult to track. All maneuvers were performed to aid in valve going through the sheath, but with so much force one of the stent prongs lifted making advancement too dangerous. The entire system (delivery system/valve and sheath) were pulled out as a unit and a new sheath, delivery system and valve was inserted. This time with less difficulty. The valve was deployed with no issues. After the esheath was removed an iliac perforation was noted. A balloon was placed to tamponade the bleeding and the surgeon proceeded to cut down on the vessel to repair. Per the fcs, initial reporter did not allege the edwards devices were deficient in some way. The physician attributed the stent prong lift to the force he placed on the delivery system/valve upon insertion. He stated that the vessel was torn at the sheath insertion site and was likely attributed to just poor vasculature health (he stated that the vessel felt like tissue paper). There were no abnormalities noted with the sheath. The expansion tool was used, the loader was able to be fully inserted into the sheath/sheath housing and the sheath was not inserted at a steep angle. Resistance was felt when the delivery system was into the sheath shaft. There were no issues removing the first set of devices and the valve was still inside the sheath. The only damaged device was the valve with the stent prong lifted. The perceived root cause of the iliac perforation was the vessel was torn at the sheath insertion site and was likely attributed to just poor vasculature health.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation and information provided by the site. The complaint for difficulty advancing the sheath and subsequent vessel damage was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. In addition, DHR and lot history reviews were unable to be performed as no lot number was provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported ''he stated that the vessel was torn at the sheath insertion site and was likely attributed to just poor vasculature health (he stated that the vessel felt like tissue paper). There were no abnormalities noted with the sheath.'' An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per provided patient imagery tortuosity was present within the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per provided patient imagery, calcification was present within the access vessels. The presence of the above factors can create a challenging pathway during sheath insertion and delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective action nor product risk assessment (pra) is required.